Event description:
Hot biopsy forceps (reusable) broke prior to the second use. Supposed to get 15 uses. 1/2 of the cup on the forceps was missing. 08/2000-replaced 10 cold biopsy forceps due to poor quality. Replaced 14 hot biopsy forceps due to poor quality. 09/2000-replaced 9 cold biopsy forceps. 11/2000-replaced 5 cold biopsy forceps. 10/2000-replaced 5 hot biopsy forceps.